Event description:
It was reported that the connector and rod slipped to the proximal at the end of the operation. The screw as well as connector had to be replaced. The surgery was delayed for 60 minutes.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Results: no evaluation was requested for trio trauma screw since it was a concomitant device. Conclusion: the device in this report is concomitant with the device present in MDR # 0009617544-2013-00362.

Event description:
It was reported that the connector and rod slipped to the proximal at the end of the operation. The screw as well as connector had to be replaced. The surgery was delayed for 60 minutes.